Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving both higher and lower readings on his adc freestyle libre sensor than readings received on the built-in meter and provided the following comparisons: meter: 88 mg/dl vs sensor: 124 mg/dl, meter: 98 mg/dl vs sensor: 40 mg/dl and meter: 101 mg/dl vs sensor: 72 mg/dl. It was further reported that on (B)(6) 2018 after receiving the readings the customer experienced unspecified symptoms of hypoglycemia and lost consciousness. Customer¿s caregiver treated the customer with sugar water and called a healthcare provider. No additional treatment was reported. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Removed the sensor plug and inspected the connector. All three contacts installed properly. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving both higher and lower readings on his adc freestyle libre sensor than readings received on the built-in meter and provided the following comparisons: meter: 88 mg/dl vs sensor: 124 mg/dl, meter: 98 mg/dl vs sensor: 40 mg/dl and meter: 101 mg/dl vs sensor: 72 mg/dl. It was further reported that on (B)(6) 2018 after receiving the readings the customer experienced unspecified symptoms of hypoglycemia and lost consciousness. Customer¿s caregiver treated the customer with sugar water and called a healthcare provider. No additional treatment was reported. No additional treatment was reported. There was no report of death or permanent injury associated with this event.